Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 29 millimeter (mm) transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon the first deployment attempt, an infold was observed. Subsequently, the valve was recaptured and the system was withdrawn from the patient. A new 29 mm valve was loaded into a new delivery catheter system (dcs) using the same compression loading system (cls); however, upon deployment of the new valve, an infold was observed. Subsequently, the valve was withdrawn from the patient and a 34 mm valve was used to complete the procedure. It was reported that the target implant depth when the infolds occurred was 3 mm. Per the physician, the patient being in between valve sizes and calcified anatomy contributed to the infolds. No patient complications were reported as a result of this event. Additional information was received indicating that during loading of the second valve, no misload was identified. The infold in the second valve was observed during the first attempt at deployment. Following initial deployment, the valve was recaptured once and withdrawn from the patient.

Event description:
It was reported that prior to the implant of a 29 millimeter (mm) transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon the first deployment attempt, an infold was observed. Subsequently, the valve was recaptured and the system was withdrawn from the patient. A new 29 mm valve was loaded into a new delivery catheter system (dcs) using the same compression loading system (cls); however, upon deployment of the new valve, an infold was observed. Subsequently, the valve was withdrawn from the patient and a 34 mm valve was used to complete the procedure. It was reported that the target implant depth when the infolds occurred was 3 mm. Per the physician, the patient being in between valve sizes and calcified anatomy contributed to the infolds. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number (B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.